Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system shut down during a procedure. After rebooting the system, a system message displayed. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer confirmed that a system message occurred before the reported event. However, no further information was able to be obtained from this customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2012. Based on qa assessment, the product met specifications at the time of release. The system message observed is a safety feature designed into the system to place the system in a safe state in the event of a loss of ac power during a procedure. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).